Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced hyperglycemia with blood glucose exceeding 400 mg/dl for approximately 5¿6 hours, following a leaking insulin cartridge while using the ilet, and subsequently required disconnection from the pump and administration of subcutaneous humalog (30 units) to correct elevated glucose; the user later reconnected and continued pump use. Symptoms included hyperglycemia. Outcomes included the need for additional treatment and clinical consultation. Investigation included case review, confirmation of loading technique, user education, and analysis of device delivery logs, as well as retrieval of the leaking cartridge for evaluation. Investigation of this case revealed that the ilet recorded insulin delivery during the reported overnight period and operated as intended, while the returned cartridge was confirmed to have leaked. It was concluded, based on previously established findings for similar reports, that the cause was a leaking cartridge contributing to hyperglycemia, with the pump functionality not implicated.